Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and the patient has alleged to experiencing pneumonia. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.